Manufacturer narrative:
Pump received with missing segments/partial display due to cracked lcd zebra connector.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The patient¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will expected to be returned for analysis.